Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-13618), was submitted on 12-sep-2025. Upon completion of the investigation, the manufacturing date was updated as 06-apr-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012680, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 11-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6012680". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012680 was manufactured according to the work instruction (wi) version 101 and manufactured in the machine 14 on 06-apr-2025, with a total of (B)(4) units. Non-conformance (nc) lack of tape cutting on lots: 5c04441/ 5c04440/ 5c01348. The sub-assembly tube gluing lot 5c00913 was manufactured according to the work instruction (wi) version 67 and manufactured in the machine ft02 and ft19, on 06-apr-2025, with a total of (B)(4) units. The sub-assembly tube gluing lot 5c00913 was manufactured according to the work instruction (wi) version 67 and manufactured in the machine ft02 on 08-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample(s) from the lot have been requested. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.